Event description:
It was reported the pt underwent an arthroscopic shoulder procedure which utilized a dyonics generator system and an unk dyonics probe. Post-operative, the physician noted a second-degree burn, approximately 10 x 3 cm in size, anteriorly on the pt's shoulder. No additional info was available.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. The catalog and lot numbers of the reported device were not available. Without a catalog, lot or serial number, no manufacturing or expiration dates can be provided. (B)(4).